Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, and "siliconomas in left armpit." The device has been explanted.

Event description:
Healthcare professional reported "siliconomas in left armpit".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, one extended opening, and brown particles found on the shell. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp opening on the side assessed as an unidentified tear opening. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Healthcare professional reporting bilateral rupture with capsular contracture painful (grade IV).this relates to the left side. The device has been explanted.